Manufacturer narrative:
(B)(4). Cine images were returned and reviewed by a clinical research analyst suggest that the sharp calcified protrusion may have caused the balloon to rupture. If the balloon experiences mechanical damage during the procedure, such as interaction with heavy calcification, this may cause the balloon material to weaken and rupture during an attempt to inflate.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood in the inflation lumen and in the balloon, consistent with a leak or rupture while in the anatomy. There was no contrast visible. There was a longitudinal rupture in the balloon 2 mm proximal to the proximal marker band extending to the distal end of the distal marker band for a length of 4 cm. The scanning electron microscopy (sem) results suggest that the balloon material failure may be attributed to mechanical damage to the outer surface. In this case, the lesion site was described as heavily calcified which likely contributed to the rupture. If the balloon experiences mechanical damage during the procedure, such as interaction with heavy calcification, this may cause the balloon material to weaken and rupture during an attempt to inflate. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. The balloon rupture appears to be related to interaction with the heavily calcified lesion. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. There is no indication to suggest a lot specific or product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The reported device is not currently cleared/approved in the us, but was determined to be same or similar to a device that has been cleared/approved by the FDA.

Event description:
It was reported that the procedure was to treat a 80-90% stenosed lesion in the left common iliac with heavy calcification. The armada 35 was advanced to the lesion for pre-dilatation and inflated to 6, 8, 12, and 14 atmospheres. During a fifth inflation, at 14 atmospheres, the balloon ruptured. Pre-dilatation was successful; therefore, a non-abbott stent was successfully implanted. Post-dilatation was performed successfully with a second armada 35. There were no adverse patient effects. No additional information was provided.